Manufacturer narrative:
Additional information was requested from the doctor with no response. A lot number was not provided. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A practitioner reported to a sales representative that a patient had an ulcer as a result of wearing the lenses. The practitioner indicated that no patient information would be given. Numerous attempts were made to contact the practitioner for details regarding the event without success. For the initial report to the sales representative, the practitioner did not report symptoms, location or size of the ulcer, vision loss or treatment.